Manufacturer narrative:
Motor error alarm during rewinding due to motor encoder signal out of phase. Unable to perform any test due to motor error alarm. The motor was tested outside of the device and passed. Unable to confirm motor position encoder error alarm due to overwritten history file.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error and motor position encoder error. The customer¿s blood glucose level was 150 mg/dl. The customer reported that they received a motor error alarm during rewind. The customer reported that they had received motor position encoder error during bolus. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.